Event description:
The customer called and reported the insulin pump alarmed with no delivery. Customer's blood glucose was 147 mg/dl. Troubleshooting had previously been performed for the no delivery issue. The insulin was not expired or denatured. The customer tried different cannula lengths, rotated sites, and avoided scar tissue. The tubing was not bent or kinked. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.